Event description:
It was reported that the customer had high blood glucose levels of 167 mg/dl. The customer reported a battery out limit alarm on the insulin pump. Troubleshooting was done. It was reported that the insulin pump alarmed during normal use. The customer was not able to clear the alarm from the insulin pump. A new battery cap would be shipped to the customer. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).